Manufacturer narrative:
(B)(4). Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and dat test at 0.08760 inches. Unit was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. Then the unit was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. No bolus anomaly or basal anomaly noted during testing. Unit uploaded properly using carelink pro. Unit had minor scratched display window, cracked battery tube threads, cracked reservoir tube, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2017 with unknown blood glucose at the time of the incident. The customer was at 160 mg/dl at the time of the call. The customer experienced ams and a fracture, and will be out of work for 6 weeks. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer states it possible that the pump over delivered. Customer has been having lows over the past 6 months. The insulin pump will be returned for analysis.